Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'both load points activate at the same time' which was reproduced during evaluation. The cause was determined to be an out of specification force sensor that may cause false detection of the set at load points 3 or 4. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump when a loading set into load point 2, the load point 3 activates at the same time as point two. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.